Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed with the clamp seal in the closed position; however, a leak was confirmed with the seal in the open position. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left main artery. The copilot was being used. A guide wire was advanced to the target location. After balloon inflation, it was found that the copilot could not completely stop the bleeding, and there was oozing of blood from the access site. The surgeon immediately changed to a new copilot. The hemostatic effect was significantly better than the previous one, and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.